Manufacturer narrative:
Details of complaint: the customer reported that a pu-621ra unit had incorrect alarms ringing. The tachy alarm was alarming when not in tachy. There was no patient harm reported, and no further information was provided. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as there was not enough information provided by the customer. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk of this event is "medium." Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Corrected information: b5 describe event or problem: corrected the description to the information that relates to this event.

Event description:
The customer reported that the central nurse's station (cns) exhibited incorrect alarms, (tacky when not in tacky, brady at hr54 when the parameter was set at 50). No patient injury or harm were reported.

Manufacturer narrative:
The customer reported multiple issues on the central nurse's station (cns) on 4 separate complaint tickets. These reported issues all involved the same cns pu-621ra s/n: (B)(4). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The additional 3 tickets the malfunctions were reported on were: (B)(4). This MDR is being reported on ticket (B)(4). The following field contains no information (ni), as attempts to obtain information were made, but not provided: no model information was provided for the associated telemetry devices.

Event description:
The cns was false alarming, and the screen would refresh and move patients to different tiles. The cns experienced communication loss with telemetry devices and a patient's information was lost when the patient was transferred out of cath lab. No patient injury or harm were reported.